Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. There were no issues observed with the battery life. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the batteries are only lasting a few days. There is no report of any patient impact or consequence as a result of the issue.